Event description:
A penumbra catheter 025 (90 degree microcatheter) was opened and discovered that the catheter did not have a 90 degree shape on the distal end. It was a straight tip. The catheter was not used in the patient. Another catheter was opened and used.

Manufacturer narrative:
Device investigation: results code: the catheter was returned with the peelable introducer sheath and the labeled chipboard box only. None of the other accessories or packaging was returned. The label on the box specifies a 90 degree bend in the catheter tip. The tip is straight. The catheter is functional. Conclusion code: the shape of the catheter tip reported in the complaint is confirmed. The straight tip observed does not match the labeled 90 degree tip. The hospital has both straight and 90 degree shaped tip catheters on hand and it is common practice to have more than one tip shape available for use during the case. Because the catheter had been removed from its packaging and prepped for use, it is possible that another catheter was swapped during the case. The manufacturing record from this lot was reviewed and all labels and product were reconciled before release. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.